Event description:
Phlebotomist drawing from a fistula with a luer adapter connected to a stackable single use holder. They entered the fistula needle line with the luer/adapter and holder, in the process of removing the assembly, the luer adapter pulled out of the threads of the holder, exposing the non-pt end of the needle. This caused the phlebotomist to recoil and stick self on their hand. They were immediately treated with first aid after the incident and put on prophylactic medication.